Event description:
The sales rep reported an issue with fms tubing and pump which caused patient extravasation. The sales rep could not provide product code/lot number of tubing, or any other info at this time.

Manufacturer narrative:
This report is being filed as a first follow up to the initial report as additional information was received.

Event description:
The sales rep reported an issue with fms tubing and pump which caused patient extravasation. The sales rep could not provide product code/lot number of tubing, or any other info at the time of initial report of this incident. Additional information obtained from the safety officer at the hospital verified the product code and lot numbers from the tubing and the serial number on the pump. The pump and tubing were sent to their local biomed group for testing. It was verified that there was no patient consequences, but still attempting to get more details.

Manufacturer narrative:
Multiple follow ups were made to retrieve the pump and till date the pump has not been returned for evaluation. It was reported by the facility biomed that the pump worked as intended when they tested it. We cannot verify the failure on the pump or discern a root cause. Should any additional information be available in the future, this complaint will be re-opened and re-evaluated. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported an issue with fms tubing and pump which caused patient extravasation. The sales rep could not provide product code/lot number of tubing, or any other info at the time of initial report of this incident. Additional information obtained from the safety officer at the hospital verified the product code and lot numbers from the tubing and the serial number on the pump. The pump and tubing were sent to their local biomed group for testing. It was verified that there was no patient consequences, but still attempting to get more details.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.